Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen. The wire broke during sensor removal on (B)(6) 2022 and there was a small, hard lump at the site on the right abdomen. The patient saw his family doctor who confirmed the broken wire via x-ray but was unable to remove it. The patient later visited the study physician for evaluation on (B)(6) 2022. The physician attempted to find the wire for removal but was unable. The patient went back for follow up on (B)(6) 2022; stitches were removed, and glue was placed on the incision for continued healing. The patient planned to give the current incision some time to heal and at that time will receive his referral to a general surgeon if he is still in discomfort. At the time of the report the patient was doing okay with just minor discomfort at the site. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.